Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle piece? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the source or name of person providing answers to follow-up questions.

Event description:
It was reported that a patient underwent a chronic wound repair surgery on (B)(6) 2023 and suture was used. During the procedure, when the needle was sewn halfway, it bent and deformed from the middle before breaking. The broken tip of the needle bounced off the sterile sheet on the operating table. Subsequently, the nurse searched for a while before retrieving the broken tip of the needle. The half of the needle end connection was still on the needle holder, and the doctor immediately knotted and cut off the half of the needle end to check if the needle end and needle head were properly spliced without any defects. Afterwards, the nurse was instructed to replace the suture with a new one and continue suturing. After replacing the suture, the sutured wound was normal, the patient's vital signs were stable during the operation, and the surgical process was smooth. The patient returned to the ward safely after the operation. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after investigation, the hospital reported that the device was used to sew the subcutaneous tissue during the surgery. This event did not cause any other harm to the patient except that it prolonged the surgery time for about 30 minutes. The patient has been discharged smoothly now. No subsequent adverse events were reported.